Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received unspecified outpatient treatment (dose, duration, route and frequency not reported) for peritonitis. At the time of the report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.